Event description:
The manufacturer received information alleging a patient expired while on a ventilator. The device has yet to be returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer initially reported a patient expired while on a ventilator. The ventilator is in the possession of the police in (B)(6) and is not available for further investigation. The device's downloaded event log is available and was used as the basis to determine the ventilator did not cause or contribute to the reported event. The device maintains the event log in non-volatile memory. An event, as logged by the device, includes every keypress, alarm, or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event log would have contained entries related to the malfunction. The reported date and time of the event was (B)(6) 2016 at approximately 05:30:00 local time. At this approximate time, a nurse reportedly entered the patient's room and found the patient in cardiopulmonary arrest with the ventilator not functioning. The patient later expired. On (B)(6) 2016 the event log indicates the device was frequently alarming for low minute ventilation, low tidal volume and low peak inspiratory pressure conditions prior to the reported event. These alarms were intermittently acknowledged as evidenced by alarm silence/reset keypresses. At 05:18:39 local time, the ventilator was manually powered off using the proper sequence of keypresses. The ventilator was not powered on again until 05:43:14 local time. The manufacturer concludes the ventilator was manually powered off prior to the reported event.